Event description:
A healthcare professional reported that a silent nite slide-link sleep device was broken and upon receiving the device it was observed that an anchor had broken off from the sleep device.

Manufacturer narrative:
Additional patient and event information has been requested from the customer. Should additional information be provided by the customer a supplemental report will be submitted with the additional information received. The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device had a yellow, brown discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off of the device, causing a part of the connector to be detached. Root cause description: the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. The manufacturer internal reference number is: (B)(4). Correction: b5. Additional information: d4 model and catalog #.

Event description:
A healthcare professional reported that a silent nite slide-link sleep device was broken. Based on the device received on (B)(6) 2025, it was observed that an anchor was broken off of the device, causing a part of the connector to be detached.